Event description:
It was reported that a tandem mobi cartridge alarm occurred. There was no adverse impact on the customer's blood glucose level as it did not exceed 500 mg/dl. The customer changed the cartridge and infusion set, allowing them to resume insulin therapy without further issues, and no additional actions were needed.